Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 500 mg/dl and an unspecified amount of ketones resulting in an emergency room (ER) visit; cause was unknown. Reportedly, upon arrival to the ER the customer was experiencing dizziness and weakness. While in the ER, the customer was treated with an insulin drip. The customer left the ER in good condition with a bg of 170 mg/dl.